Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a false air in line alarm during testing and verified the air in line alarms through a review of the event history log. The cause was identified to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a false air in line error. No additional information is available.